Manufacturer narrative:
The technician found a broken ground strap. The technician replaced the ground strap to resolve the issue.

Event description:
The technician alleged that the bed had a poor ground reading. No patient impact.